Manufacturer narrative:
The reported events indicated the operation was aborted due to physiological factors. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination did not find any anomalies.

Event description:
Related manufacturing reference number: 2017865-2021-36812. Related manufacturing reference number: 2017865-2021-36813. It was reported that during an implant procedure on (B)(6) 2021 the atrial lead, right ventricular (rv) lead, and left ventricular (lv) lead were implanted in succession. The atrial lead was implanted successfully. When implanting the right ventricular (rv) lead, the stylet couldn't be fully inserted and a new stylet was used, prolonging the surgery. When implanting the left ventricular (lv) lead, there was high capture threshold and device sensing problem, further prolonging the surgery. Due to the prolonged surgery the patient developed a stroke, the operation was stopped and the atrial, rv, and lv leads removed. The patient was stable.